Manufacturer narrative:
(B)(4). Date sent: 8/23/2021. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. The DHR for lot 15314 was reviewed. No ncs, defects, or reworks related to the product complaint were found.

Manufacturer narrative:
(B)(4). Date sent: 10/14/2021. Additional information provided: 9/29/2021 attempted to reach patient by phone and she was unavailable. Provided name, contact information and reason for call in her voicemail. 9/30/21 spoke with patient who advised the hospital is brandon hospital in brandon, fl and the device was explanted on 6/25/21. Attempted to reach risk mgt at the facility and they were unavailable. Left message with name, contact info and reason for call. Please send customer concern response to elizabeth jameson insurliz@aol.com. Initial letter was not received. 10/5/21 again attempted to reach risk management/patient safety regarding status of device. No one was available and so I left a message in voicemail with contact info and reason for call. 10/12/21 spoke with louanne (sp?) In risk management who confirmed the device is available and has been saved. She is new to hca and just wanted to double check policy on releasing the device. She will get back to me by the end of the week.

Manufacturer narrative:
(B)(4). Date sent: 12/29/2022 photo images were received and are pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation.

Manufacturer narrative:
(B)(4). Date sent: 7/30/2021. What was the date of implant? (B)(6) 2017. What symptoms lead to the discovery of the discontinuous device? When did they begin? Recurrent reflux symptoms in (B)(6) 2021. What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. (B)(6), 2021. What is the product code of this device? Lxmc15. What is the device lot number? 15314. Was the device initially effective in controlling reflux? Yes. Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? No. Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? No. Did the patient have any other surgeries in the area? No. Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. None. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? Device was removed and replaced with another linx device on (B)(6), 2021. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? N/a. When and if the linx device is removed, may we ask that the device be returned for analysis? Hospital policy does not allow. Was ph testing performed prior to explant to confirm recurrent reflux? No. After implant, was the device initially effective in controlling reflux? Yes. When did the recurrent reflux begin? (B)(6) 2021. Will the device be returning for analysis? No. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: clarification is needed on how the surgeon tried to resize the device and was it successful in helping with the swallowing issues? How was it determined that the device broke? What was the size/model of the replacement linx device? D4, d6a.

Manufacturer narrative:
(B)(4). Assumed 1st day of the month for implant date. Exact day is unknown. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. No lot number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what was the date of implant? What symptoms lead to the discovery of the discontinuous device? When did they begin? What was the date of the imaging which showed the discontinuous linx? If available, please share a copy of this imaging. What is the product code of this device? What is the device lot number? Was the device initially effective in controlling reflux? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. What is the management plan? Is device removal scheduled? Is a replacement linx or fundoplication planned? When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When and if the linx device is removed, may we ask that the device be returned for analysis? Was ph testing performed prior to explant to confirm recurrent reflux? After implant, was the device initially effective in controlling reflux? When did the recurrent reflux begin? Will the device be returning for analysis?

Event description:
It was reported that in october of 2017 the patient had the linx implanted. Two years later approximately a month and a half after is when she started having issues with the device. The doctor tried to resize the linx because she was having problems swallowing. This was in september of 2019. Recently it broke and she had to have it removed. Her doctor replaced the broken linx with a new one because the acid in her stomach stated to erode her throat. The explant and replacement was performed on (B)(6) 2021. So far the new device is doing ok.

Manufacturer narrative:
(B)(4). Date sent: 2-22-2023. Photo analysis: an x-ray image of the device in vivo was reviewed by a medical safety officer. As per medical safety officer: "looks like an intact device located below the diaphragm." A manufacturing record evaluation was performed for the finished device batch number 15314, and no related nonconformances were identified. Lot 15314 was an affected lot of the 2018 linx recall. Mwr-23082021-0001023655 DHR should have read: lot 15314 was an affected lot of the 2018 linx recall.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2022. Additional information received: female 54 years old during initial implant of size 15. A new lxcm17 lot 26057 was placed into patient. Blood loss minimal. Paraoesophageal hernia repair without mesh (4cm).

Manufacturer narrative:
(B)(4). Date sent: 8/17/2021. Additional information was requested, and the following was obtained: clarification is needed on how the surgeon tried to resize the device and was it successful in helping with the swallowing issues? How was it determined that the device broke? What was the size/model of the replacement linx device? Answer =the patient did not have resizing of the linx. She underwent a dilation for dysphagia. The discontinuous linx was identified on an esophagram when she had recurrence of gerd symptoms.